Manufacturer narrative:
Establishment name - (B)(6). The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for a therapeutic (laparoscopic) surgery, the visera elite video system center had no image. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reported image failure was not reproduced. A review of the device history record (DHR) found no deviations that could have caused or contributed the image failure. The DHR confirmed that the subject device was shipped in accordance with the specifications. The investigation was unable to determine the root cause of the reported issue. Olympus will continue to monitor field performance for this device.